Manufacturer narrative:
(B)(6). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the mildly tortuous and non calcified artery of the arm. Following predilation with a 6 x 4 mustang balloon catheter, an 8.0 x 40, 75cm mustang balloon catheter was selected for use, advanced and inflated to dilate the anastomosis of a tissue and a graft forming the fistula. Upon the first inflation, the balloon ruptured longitudinally at 10 atmospheres. The balloon was retrieved intact with the sheath without resistance and the procedure was terminated as the physician was satisfied with the results. No patient complications were reported and patient's status was stable.